Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site on (B)(4) 2010. The customer informed the fse that the wash buffer reservoir had fallen off the table where it was located due to an accident. The fse found the harness for the float switch and waste bottle was broken along with the fitting to the wash buffer reservoir. The fse replaced the float switch, harness and the fitting to the wash buffer reservoir. The broken fittings would not allow buffer to be dispensed appropriately for washing purposes. A lack of buffer would produce falsely elevated results with sandwich assays and falsely low results for competitive assays. The assays in the result tables are sandwich assays. Additionally, the customer indicated that the ft4 (free thyroxine) results produced "no value" and ind (indeterminate) flags (i.e. No results were produced). Ft4 is a competitive assay. Repairs were performed by the fse per established procedures and verification testing met specifications. The root cause of the problem was determined to be customer error. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously high accutni (troponin) results and high ckmb (creatinine kinase, m and b sub units) were obtained on their access 2 immunoassay system instrument for 2 patients, and when the samples were analyzed using an alternate methodology, the results were within the normal range. Additionally, high bnp (b-type natriuretic peptide) results and low and high tsh (thyroid stimulating hormone) results were obtained for other patient samples run on the access 2 instrument and when repeated on the same instrument, results obtained were within normal ranges. Customer indicated that all qc (quality control) results were within the lab's established ranges. No patient results were reported out of the laboratory. Customer indicated that wash buffer had accidentally spilled onto the outside of the instrument. Customer provided 5 examples of patient data (but no specific patient information was provided) by facsimile or through phone conversations. Since no results were reported out of the laboratory, there was no death, injury or impact to patient treatment associated with this event.